Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 07.702.040s. Lot: 0l53371. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 17 november 2020. Expiry date: 01 november 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the trochanteric femur fracture with the cement in question. During the surgery, when the surgeon inserted the guide pin into the femoral head, the guide pin penetrated the front of femoral neck on the way of through the femoral neck, but the surgeon injected the cement. The surgeon confirmed that there was no cement leaked to the articular surface of the femoral head, but cement leaked to the anterior part of the femoral neck. The surgery was completed successfully without any surgical delay. The surgeon commented that there might be no problem because the cement has not leaked to the articular surface. No further information is available. This complaint involves one (1) device. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).